Event description:
It was reported that the 9800 system had an interlock failure error, a fast stop error. Also the power cord was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fast stop switch and power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.